Manufacturer narrative:
A partial lead was returned with only the connector end for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient developed an infection. The patient presented for procedure on (B)(6) 2018 and the system was explanted. The patient was stable throughout the procedure.

Event description:
New information received on 8/22/18 indicating that patient developed pocket infection.